Event description:
It was reported that during a procedure the attachment was heating up. A backup attachment was readily available, there was no delay in the procedure. There was no pt or user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The device was rec'd by the MFR and the complaint was confirmed. The device was disassembled and an excessive amount of debris was found the bearing. The debris is most likely the cause for the device to have rotational issues, resulting in excessive friction and heat generation.